Manufacturer narrative:
Exact patient age is unknown but is over 18 years. (B)(4) for the reported event: snare failed to transmit current. The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
Note: this report pertains to one of three devices used during the same procedure. Manufacturer report # 3005099803-2013-00010, manufacturer report # 3005099803-2013-00011, and manufacturer report # 3005099803-2013-00012 address these devices. It was reported to boston scientific corporation that three captiflex medium oval snares were used during a colonoscopy with polypectomy procedure performed on (B)(6) 2012. According to the complainant, during the procedure, the first snare failed to transmit current. The cautery pin was observed to be securely attached to the handle. No visible damage to the device was noted. The same issue occurred with all three snares. The procedure was completed using a fourth captiflex medium oval snare. There were no patient complications reported as a result of this event. The patient's condition following the procedure was reported to be "fine." Attempts to obtain additional information regarding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(6).

Event description:
Note: this report pertains to one of three devices used during the same procedure. Manufacturer report # 3005099803-2013-00010, manufacturer report # 3005099803-2013-00011, and manufacturer report # 3005099803-2013-00012 address these devices. It was reported to boston scientific corporation that three captiflex medium oval snares were used during a colonoscopy with polypectomy procedure performed on (B)(6) 2012. According to the complainant, during the procedure, the first snare failed to transmit current. The cautery pin was observed to be securely attached to the handle. No visible damage to the device was noted. The same issue occurred with all three snares. The procedure was completed using a fourth captiflex medium oval snare. There were no patient complications reported as a result of this event. The patient's condition following the procedure was reported to be "fine." Attempts to obtain additional information regarding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted.